Manufacturer narrative:
Due to a malfunction of the vdr ventilator while in use on a patient, this event is deemed reportable. No patient adverse reactions were reported with this event. It was stated by the customer that the device was sent to a third party for evaluation, in which the same malfunctions were observed. Percussionaire is still pending internal formal investigation, as the device has yet to be returned. Therefore, there is no formal root cause to document at this time. If additional information is obtained from the customer or from the internal evaluation, a follow-up MDR will be submitted to FDA.

Event description:
Percussionaire was notified on november 1 regarding a potential malfunction with a vdr ventilator. It was reported by the customer that the vdr was making unusual noises while in use on a patient. The vdr was closely monitored after this initial observation. Shortly after, it was noticed on the vdr monitor that the displayed pressure on the oscillatory CPAP would stop oscillating and unexpectedly initiate a manual breath automatically. The pressure then rose into the 70s briefly, and then returned to the oscillatory CPAP mode. The customer communicated that there was an audible increase in flow, which suggested the pressure was delivered to the patient. The device was then removed from the patient. The patient was confirmed to have no adverse reactions due to this event.